Manufacturer narrative:
Pump was received with normal operating currents and unit passed 7.2 units bolus test and occlusion test. Unit was received with e-01 error alarm and memory lost after battery changed. Unable to determine the root cause due to product preservation.

Event description:
The customer's wife stated that the customer died on (B)(6) 2001. The customer was wearing the insulin pump when he died. The customer died of heart failure. The next of kin stated that they did not have the pump, as the hospital took the pump when the customer passed away and it was not returned. The next of kin stated they did not want to be contacted and originally called so that medtronic does not send her any more mail regarding the insulin pump. This case is being reported for the failure analysis results.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.